Event description:
The customer reported that central patient monitoring was lost for about 5 minutes when the acuity central station's primary cpu rebooted. Note 1 for block a: the reporter did not specify pt identifiers. There were no adverse events reported as a consequence of the product problem.

Manufacturer narrative:
The method used for investigation was inspection of system log files obtained by modem connection to the device. For the same reason, no date is supplied because it was not necessary to return the device to the manufacturer to perform the investigation. The user's report is under investigation at this time. A supplemental form will be filed to report the conclusions of the investigation.